Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The vcd was used per the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification in its use. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the appropriate insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was greater than or equal to 5mm, with no visible calcium/plaque, no access vessel tortuosity, and no stent or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The vcd was used per the IFU. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification in its use. There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the appropriate insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was greater than or equal to 5 mm, with no visible calcium/plaque, no access vessel tortuosity, and no stent or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device is not being returned for evaluation as it was previously discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.